Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not returned and the lot number was unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution bag became disconnected from a homechoice automated pd set with cassette. This occurred during the third drain cycle of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.